Event description:
A customer reported a handpiece did not give ultrasound noise. The handpiece was replaced. It is unknown whether there was a patient involved. Attempts have been made to obtain additional information with no response to date.

Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information with no response to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the product met specifications at the time of release. The reported event of a defective handpiece not providing ultrasound phaco was unable to be confirmed. The root cause of the reported event cannot be determined conclusively.